Event description:
The customer reported that during a gastrectomy case, the device did not seal completely. Reportedly, regrasp alarms were not heard, and an endtone, indicating a completed seal cycle was heard. There was no bleeding or tissue damage, and a new device was opened to complete the procedure. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.